Event description:
I have allergan textured breast implants (1in30k 410 allergan), implanted (B)(6) 2011. They are expected to have a 10-20 year life expectancy. I have discovered via us and MRI that both implants are ruptured. My understanding is that chances of this occurring at this time frame is very low. I also was not advised by my surgeon to do the FDA recommended screening (MRI q2-3 years) to monitor the status of the implant, so I do not know how long they have been ruptured. This will require 1-2 surgeries to correct (explantation and skin removal or new implants) as well as time lost from work, etc. Surgery required. FDA safety report ID# (B)(4).